Event description:
It was reported that this was a venotomy closure of the right common femoral vein with a proglide device using the pre-close technique via a 6f sheath hole prior to an interventional tri clip procedure. Reportedly, upon inserting the device inside the anatomy, it was found that the knot was already formed and was located outside of the device. No steps were performed. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 14f sheath, and the tri clip procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Based on this information provided the results of the investigation is undetermined. In this case, it is possible that the plunger was inadvertently pulled back or the suture was snagged, which would free the knot from the device. Based on the investigation there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.